Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had stimulation in an undesired location, it was in the legs but she needed it for the lower back. The patient reported that stimulation was still in the wrong place after recovering it and she had not used stimulation since. There was a possible overdischarge and stimulation was not effective. The indication for use was chronic low back pain. Additional information received from the consumer reported that she couldn¿t use therapy anymore because it was in the wrong place since implant. The patient stated she had not used therapy in a few years. Additional information was received from a patient on 2017-sep-19. The patient stated that they have not used their device for a couple of years because it was never placed properly. They were getting stimulation in their legs when they should have been feeling the stimulation in their back. They tried seeing their manufacture representative (rep) to make some adjustments but that did not help or resolve the issue. The patient wanted to know if patient services recommended leaving the device in or taking it out so it was reviewed with the patient that removing the device is a medical decision between the patient and healthcare professional (hcp). No further complications were reported/are anticipated.